Event description:
It was reported that during a lar procedure, when the device was fired, there was a staple line failure. The staple line opened. Hand suturing was used to complete the case. A diverted colostomy was done to complete the case. The device was discarded. Additional info has been sought on this event.

Manufacturer narrative:
Info not available, device not returned for analysis.